Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood an clinical use were observed. The shaft of the device was bent where the shrink tubing terminates. This damage was not reported in the event description and is not complaint related. The hemopro 2 tool was received inserted in the cannula endoscope port and was unable to be removed. The device was evaluated for mechanical function. The toggle was able to operate the jaws. The device was evaluated for electrical function. The device successfully activated and produced steam. Additional evaluation in progress. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro 2 would consistently cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.